Event description:
It was reported that during pre-test, the pilot balloon was inflating but the cuff was not. No patient contact. No further information available for this complaint.

Manufacturer narrative:
Event date: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H10 device evaluation: one (1) sample was received in used condition without original package. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination and no defects could be detected. The device was inflated using a syringe; however, the cuff would not inflate confirming the complaint. A leak test was then performed in which an occlusion was detected. Based on the analysis findings the root cause is traced to manufacturing. A device history review (DHR) review showed no reported discrepancies during the manufacturing of the reported lot number. If the occurrence of this issue increases significantly, corrective actions will be taken.